Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent and feeling unwell. The cause of the events was unknown. It was reported the patient was to "attend the hospital"; however, it was not reported if the patient presented to, or was admitted to the hospital. Treatment was unknown. Patient outcome was unknown. Action taken with pd therapy was unknown. No additional information is available.

Manufacturer narrative:
This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.